Event description:
It was reported when the surgeon opened the package and found that the catheter was cracked at the extension tube, it was found that it was damaged and unused. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.